Manufacturer narrative:
This report is submitted on september 01, 2023.

Event description:
Per the clinic, the device was explanted in 2016 (specific date not reported) due to unspecific medical reasons and the patient was re-implanted with another cochlear device on (B)(6) 2016. Additional information has been requested but has not been made available as of the date of this report.